Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed due to pockets not being detected on the bus and the issue did not resolve after the system was reset. A field service engineer tested the auxiliary drawer, identified multiple pockets with read/write errors, checked and tightened rowboard cable connections, accessed the drawer back panel, replaced both drawer controller pcbs, tested the repair, recovered failed cubie pockets, and reloaded medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. There were multiple pyxis units with drawer failures due to pockets not being detected on the bus. The pyxis systems were reset; however, the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.